Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), kidney infection ('indection other specify-kidney infection'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. C187711-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine/ headaches"), allergy to metals ("nickel allergy"), pelvic pain ("pain") and urticaria ("hives"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight gain / loss specify which one:both/weight loss") and weight increased ("weight gain / loss specify which one:both/weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, kidney infection, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, weight decreased, weight increased, urinary tract infection, mood swings, depression, anxiety, rash, dysmenorrhoea, dyspareunia, migraine, allergy to metals, pelvic pain and urticaria outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, kidney infection, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, urticaria, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: insertion details-2 coils on right fallopian tube 2 coils on left fallopian tube . Batch no: c187711 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), kidney infection ('indection other specify-kidney infection'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. C187711-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine/ headaches"), allergy to metals ("nickel allergy"), pelvic pain ("pain") and urticaria ("hives"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight gain / loss specify which one:both/weight loss") and weight increased ("weight gain / loss specify which one:both/weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, kidney infection, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, weight decreased, weight increased, urinary tract infection, mood swings, depression, anxiety, rash, dysmenorrhoea, dyspareunia, migraine, allergy to metals, pelvic pain and urticaria outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, kidney infection, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, urticaria, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: insertion details-2 coils on right fallopian tube 2 coils on left fallopian tube. Batch no: c187711 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), kidney infection ('indication other specify-kidney infection'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. C187711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine/ headaches"), allergy to metals ("nickel allergy"), pelvic pain ("pain") and urticaria ("hives"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight gain / loss specify which one: both / weight loss") and weight increased ("weight gain / loss specify which one: both/weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, kidney infection, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, weight decreased, weight increased, urinary tract infection, mood swings, depression, anxiety, rash, dysmenorrhoea, dyspareunia, migraine, allergy to metals, pelvic pain and urticaria outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, kidney infection, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, urticaria, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: insertion details, 2 coils on right fallopian tube 2 coils on left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received- lot number were added. New events abnormal bleeding (menorrhagia), mood swings, urinary tract infection, kidney infection, pregnancy (stillbirth or miscarriage), miscarriage,device ineffective, depression, anxiety, rashes, hives, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraine/ headaches, nickel allergy, pain, weight gain, weight loss, she did not undergo an essure confirmation test were added. Event injury updated to abnormal bleeding (vaginal). New reporters, patient information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.